Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 457 mg/dl at the time of incident. Customer experienced symptom such as vertigo. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with insulin pump. Customer alleging that the insulin pump was under delivering. Customer reported that the basal rates were programmed accurately and bolus history displays all bolus entries based on their recollection. Customer performed high pressure test and it was passed. The insulin pump will not be returned for analysis.